Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2023, the patient underwent orif for femoral intertrochanteric fracture with the products in question. The patient had a strong kyphosis, and the nail was inserted while hitting it with a hammer. The blade was then inserted and compression was attempted, but the device for compression did not fit properly. The compression was stopped, the loose nail connection was retightened with a screwdriver, and the distal transverse stop was inserted. The wound was closed after confirmed by intraoperative fluoroscopy. When postoperative x-rays were taken in the operating room, it was noticed that the lateral stop was fine, but the blade was over, so it had to be redone. All were extracted and then reinserted the shorter nail. Procedure was completed successfully with thirty(30) minutes of surgical delay. The surgeon has already confirmed that the nail was not over on postoperative x-rays. As for the cause of the redone, several doctors who were in the op opined that the nail may have been loose because they used a hammer when inserting the nail but did not retighten the connection. They also said they could have noticed when the device for compression was misaligned and did not fit properly and that the lateral stop may not have over because the nail connection was retightened after blade insertion. No further information is available. This report is for one (1) 5.0mm ti locking screw w/t25 stardrive 34mm f/im nail-ster. This is report 2 of 2 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a j&j employee. Investigation summary - product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device history lot: part # 04.005.524s. Lot # 9l75056. Manufacturing site: werk selzach. Release to warehouse date: 25 aug 2022. Expiration date: 01 aug 2032. Supplier: (B)(4). A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Not sterile: product code:04.005.524. Lot no: 831p493. Manufacturing site: mezzovico. Release to warehouse date: 01 jun 2022. A manufacturing record evaluation was performed for the not-sterile finished lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.